Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that a vns patient's diagnostics resulted in high impedance. The physician reported that the patient was referred to surgery and that it is believed that there might be fibrosis because the patient is prone to keloids. It is unknown if the device was programmed off after high impedance was observed. Attempts to obtain additional information have been unsuccessful to date. Surgery is likely, but has not occurred to date.